Event description:
It was reported by the customer ¿approximately two months after device implantation, rupture of the catheter in the intravascular part. Approximately 5 cm from the connector fork there is a hole."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.